Event description:
It was reported that the patient was charging more than expected. It was noted that the patient had been through one overdischarge, so the battery capacity was reduced. The patient also experienced a loss of therapeutic effect and positional stimulation issues, and was considering replacing the battery with a restoresensor. It was noted that the patient wanted coverage in her right hip and the right side of her leg, but the right lead was too low to provide it. The left lead was in the optimal position. The patient was to be referred to a neurosurgeon for lead and battery replacement. An x-ray taken on (B)(6) 2012 showed that there had been no change in the position of the leads, but noted a kink in the right sided lead at the subcutaneous tissue level. The patient's battery was replaced in an outpatient procedure, however the manufacturer's device registry showed that the patient's leads were not replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead: model 377760, lot# v010769, implanted: 2006 (B)(6), explanted: unk; lead: model 377760, lot# v010769, implanted: 2006 (B)(6), explanted: unk; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).